Manufacturer narrative:
Concomitant product(s): a 1084t, (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited intermittent t-wave oversensing (twos) during episodes of ventricular fibrillation (vf). In addition, the right atrial (ra) lead indicated intermittent atrial undersensing. The rv and ra leads were reprogrammed and remain in use. No patient complications have been reported as a result of this event.